Event description:
It was reported that a revision was performed due to a poly exchange.

Manufacturer narrative:
The associated complaint device was not returned. A review of complaint history revealed prior complaints for the listed failure mode, one prior complaint for the listed lot. A review of the manufacturing record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
(B)(4). The investigation of this incident has been re-opened and is ongoing. A supplemental report will be submitted when the investigation is concluded.

Event description:
It was reported that a left knee revision surgery was performed due to infection.

Manufacturer narrative:
The associated complaint device was not returned. A review of complaint history revealed prior complaints for the listed failure mode, 1 prior complaint for the listed lot. A review of the manufacturing record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.